Event description:
It was reported that during testing at the MFR facility, the device displayed a bias current error when connected to the console, signaling a condition occurred from which the device had the potential to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.